Event description:
It was reported that during hemodialysis treatment, the pt became unresponsive and required CPR. Pt responded to CPR without further intervention and was transported to the hospital via ambulance where he was admitted. Pt recovered and was discharged to home. He has returned to outpatient chronic hemodialysis treatment facility.

Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data info regarding the reported unresponsive episode during hemodialysis treatment. This is part of a system level review. A supplement medwatch report will be submitted upon completion of the investigation. Please reference mdrs #: 1713747-2013-99941, 8030665-2013-00582, 1713747-2013-00363, 3005162618-2013-00025, 2937457-2013-00178, 1651896-2013-00004.